Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The connection to the co2 canister of anesthesia machine was cleaned and greased to resolve the issue. An incomplete seal can exist between the disposable absorber and the breathing circuit lower assembly of the carestation 600 series systems. This incomplete seal can allow rebreathing of patient gases that have bypassed the carbon dioxide (co2) absorbent material and could result in unintended elevated inspired levels of co2 (fico2), which could lead to hypercarbia. Ge healthcare initiated and reported a field modification for this issue per 21 cfr 806 on october 18, 2017. The gehc internal field modification number is (B)(4). Unique device identifier: (B)(4).

Event description:
The hospital reported that co2 value didn't become zero at the inspiratory phase. There was no report of patient injury.